Manufacturer narrative:
No product had been returned for analysis as of 28-may-2025. Low pump flow: clinical mentioned resolution of suction after volume was administered. The data logs show placement signal trending down over the duration of support. There were suction alarms as mentioned in the clinical details. The logs do not show any motor current spikes outside p-level changes. The logs show 'impella position unknown' later on during support but not within suction occurrence. The root cause of the low pump flow was most likely patient condition related as evidenced by the trending placement signal and clinical details mentioning volume issues and resolution after volume given. Vt/vf/af/at: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Event description:
The complainant had placed an impella 5.5 pump to support a patient admitted in with cardiomyopathy. The pump was supporting while transplant conversations were ongoing. The pump had suction repeatedly noted and the patient had to be cardioverted due to atrial flutter. The plan is to let the patient rest on impella 5.5 support while waiting for a heart transplant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.